Manufacturer narrative:
Device evaluated by manufacturer. The returned product consisted of a vici stent 14x120mm for vici stent system, 14x120mm, 100cm. The delivery system was not returned for analysis. A visual and microscopic examination found no damage or issues with the returned stent. The dimensions of the stent were confirmed to be 14x120mm using calibrated ruler and found to be within specification as per veniti product specifications and traceability veniti design trace matrix .

Event description:
It was reported that stent migration occurred. A 14x120mm, 100cm and a 16x60mm, 100cm vici stent system were selected for use in a procedure on (B)(6) 2021. The patient presented with compression of the left common iliac vein (lciv) and stenosis of the left external iliac vein (leiv) upon obtaining intravascular ultrasound (ivus) images. The reference external iliac vein (eiv) averaged 13mm. The eiv was measured because there was not a place within the confluence that was able to be measured. A 14x120mm vici stent was placed from the common iliac vein (civ) to the distal eiv. Upon deployment, the stent dropped below the civ compression due to the severity of the compression. Only 2cm of the stent was in the confluence. A 16x60mm vici stent was placed above the 14x120mm stent with approximately a 2-3cm overlap into the 14x120mm stent. The stents were post-dilated with a balloon. Ivus images were obtained showing complete apposition to the vein walls. On (B)(6) 2021, the patient went to the emergency department with heart fluttering and shortness of breath. Images were obtained that showed both vici stents had migrated to the right atrium as a unit. The patient was stable and awaiting surgery to remove the vici stents. On (B)(6) 2021, the stents were surgically removed. Post surgery, the patient's chest tubes were removed. The patient was stable and doing well. It was further reported that there was a may-thurner lesion. Additionally, there was a distal external compression and it seemed like a long diffused section of compression. There was noted to be not much normal vein. It was further reported that the stenosis was 80-90% and there was no predilatation of the lesion however, both stents were post dilated. Both stents migrated to the heart as a single unit.

Event description:
It was reported that stent migration occurred. A 14x120mm, 100cm and a 16x60mm, 100cm vici stent system were selected for use in a procedure on (B)(6) 2021. The patient presented with compression of the left common iliac vein (lciv) and stenosis of the left external iliac vein (leiv) upon obtaining intravascular ultrasound (ivus) images. The reference external iliac vein (eiv) averaged 13mm. The eiv was measured because there was not a place within the confluence that was able to be measured. A 14x120mm vici stent was placed from the common iliac vein (civ) to the distal eiv. Upon deployment, the stent dropped below the civ compression due to the severity of the compression. Only 2cm of the stent was in the confluence. A 16x60mm vici stent was placed above the 14x120mm stent with approximately a 2-3cm overlap into the 14x120mm stent. The stents were post-dilated with a balloon. Ivus images were obtained showing complete apposition to the vein walls. On (B)(6) 2021, the patient went to the emergency department with heart fluttering and shortness of breath. Images were obtained that showed both vici stents had migrated to the right atrium as a unit. The patient was stable and awaiting surgery to remove the vici stents. On (B)(6) 2021, the stents were surgically removed. Post surgery, the patient's chest tubes were removed. The patient was stable and doing well.